Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy with contraceptive device"), abortion spontaneous ("miscarriage") and vaginal cyst ("vaginal cysts") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for contraception: iud in 2010. Concurrent conditions included body mass index normal, pyelonephritis, anxiety since 2011, depression since 2011 and knee derangement (partial lateral meniscectomy). Concomitant products included baclofen, gabapentin, ibuprofen, suboxone, topiramate (topamax) since 2011 and venlafaxine (effexor) since 2011. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("several bladder infections") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In december 2014, the patient experienced vaginal cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), vaginal prolapse ("vaginal wall prolapse") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingectomy) and surgery (bartholin gland cyst excision). At the time of the report, the fallopian tube perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal cyst, cystitis, female sexual dysfunction, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, vaginal prolapse and back pain outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, back pain, cystitis, dysmenorrhoea, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal cyst, vaginal discharge, vaginal haemorrhage, vaginal prolapse and weight increased to be related to essure. The reporter commented: current weight 167 lbs discrepancy in device insertion and removal date. Insertion date: 10- feb-2010 and removal date: (B)(6) 2013 were reported previously. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Case medically confirmed. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2010 and removal date updated to (B)(6) 2013. Indication (permanent birth control by bilateral occlusion of the fallopian tubes) added. Events perforation updated to perforation (fallopian tube(s), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), several bladder infections, paramenia (inability to have sexual intercourse), migraines, headaches, dysmenorrhea (cramping), vaginal cysts, vaginal discharge, weight gain, back pain and vaginal wall prolapse added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s) / perforation of left fallopian tube"), pelvic pain ("pain"), ectopic pregnancy with contraceptive device ("pregnancy with contraceptive device / pregnancy (ectopic)") and the second episode of vaginal cyst ("vaginal cysts") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included miscarriage. Previously administered products included for contraception: iud in 2010. Concurrent conditions included body mass index normal, pyelonephritis, anxiety since 2011, depression since 2011 and knee derangement (partial lateral meniscectomy). Concomitant products included baclofen, gabapentin, ibuprofen, suboxone, topiramate (topamax) since 2011 and venlafaxine (effexor) since 2011. In 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / extended periods") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("several bladder infections") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced ectopic pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced the first episode of vaginal cyst ("vaginal cysts"). In (B)(6) 2014, the patient experienced the second episode of vaginal cyst (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal prolapse ("vaginal wall prolapse"), back pain ("back pain") and device expulsion ("the right coil has shifted down into my uterus"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (unilateral salpingectomy), surgery (unilateral salpingectomy) and surgery (bartholian gland cyst excision). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain, ectopic pregnancy with contraceptive device, the last episode of vaginal cyst, cystitis, female sexual dysfunction, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, vaginal prolapse, back pain and device expulsion outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered back pain, cystitis, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal prolapse, weight increased, the first episode of vaginal cyst and the second episode of vaginal cyst to be related to essure. The reporter commented: current weight 167 lbs discrepancy in device insertion and removal date. Insertion date: (B)(6) 2010 and removal date: (B)(6) 2013 were reported previously. She did not allege birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Pregnancy test - in june 2013: positive. Ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "vaginal cysts, the right coil has shifted down into my uterus", reporter, lab test added. Previously reported events "pregnancy with contraceptive device, miscarriage" updated to "pregnancy (ectopic)" from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), perforation ("perforation of organs"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, perforation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke into two pieces during retraction'), fallopian tube perforation ('perforation (fallopian tube(s) / perforation of left fallopian tube/essure coil extending out of the lumen of fallopian tube stump'), pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('pregnancy with contraceptive device / pregnancy (ectopic)') and multiple episodes of vaginal cyst ('vaginal cysts', 'vaginal cysts') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. Previously administered products included for contraception: iud in 2010. Concurrent conditions included anxiety since 2011, depression since 2011, body mass index normal, pyelonephritis and knee derangement (partial lateral meniscectomy). Concomitant products included baclofen, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), gabapentin, ibuprofen, topiramate (topamax) since 2011 and venlafaxine hydrochloride (effexor) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the first episode of vaginal cyst ("vaginal cysts"). In (B)(6) 2014, the patient experienced the second episode of vaginal cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / extended periods"), cystitis ("several bladder infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal prolapse ("vaginal wall prolapse"), back pain ("back pain") and device expulsion ("the right coil has shifted down into my uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bartholian gland cyst excision and laparoscopic left essure removal, left salpingectomy on (B)(6) 2013). At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, ectopic pregnancy with contraceptive device, the last episode of vaginal cyst, cystitis, female sexual dysfunction, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, vaginal prolapse, back pain and device expulsion outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal prolapse, weight increased, the first episode of vaginal cyst and the second episode of vaginal cyst to be related to essure. The reporter commented: current weight 167 lbs discrepancy in device insertion and removal date. Insertion date: (B)(6) 2010 and removal date: (B)(6) 2013 were reported previously. She did not allege birth defects. Tolerated the procedure well patent tubal ostium was seen. Hysteroscope was brought very close to the ostium, but still there was no visible coil.(mr) essure insertion date provided in pif : (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: bilateral tubal occlusion. Pregnancy test - in (B)(6) 2013: results: positive. Ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('broke into two pieces during retraction'), fallopian tube perforation ('perforation (fallopian tube(s) / perforation of left fallopian tube/essure coil extending out of the lumen of fallopian tube stump'), pelvic pain ('pain'), ectopic pregnancy with contraceptive device ('pregnancy with contraceptive device / pregnancy (ectopic)') and multiple episodes of vaginal cyst ('vaginal cysts', 'vaginal cysts') in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage. Previously administered products included for contraception: iud in 2010. Concurrent conditions included anxiety since 2011, depression since 2011, body mass index normal, pyelonephritis and knee derangement (partial lateral meniscectomy). Concomitant products included baclofen, buprenorphine hydrochloride;naloxone hydrochloride (suboxone), gabapentin, ibuprofen, topiramate (topamax) since 2011 and venlafaxine hydrochloride (effexor) since 2011. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 9 months after insertion of essure. In (B)(6) 2013, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced the first episode of vaginal cyst ("vaginal cysts"). In (B)(6) 2014, the patient experienced the second episode of vaginal cyst (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / extended periods"), cystitis ("several bladder infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vaginal prolapse ("vaginal wall prolapse"), back pain ("back pain") and device expulsion ("the right coil has shifted down into my uterus") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bartholian gland cyst excision and laparoscopic left essure removal, left salpingectomy on (B)(6) 2013). At the time of the report, the device breakage, fallopian tube perforation, pelvic pain, ectopic pregnancy with contraceptive device, the last episode of vaginal cyst, cystitis, female sexual dysfunction, migraine, headache, dysmenorrhoea, vaginal discharge, weight increased, vaginal prolapse, back pain and device expulsion outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal prolapse, weight increased, the first episode of vaginal cyst and the second episode of vaginal cyst to be related to essure. The reporter commented: current weight 167 lbs. Discrepancy in device insertion and removal date. Insertion date: (B)(6) 2010 and removal date: (B)(6) 2013 were reported previously. She did not allege birth defects. Tolerated the procedure well patent tubal ostium was seen. Hysteroscope was brought very close to the ostium, but still there was no visible coil.(mr) essure insertion date provided in pif : (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: bilateral tubal occlusion. Pregnancy test - in (B)(6) 2013: results: positive. Ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 23-nov-2020: mr received. Reporter information added. Event: broke into two pieces during retraction added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.